Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pace impedance measurements of greater than 2000 ohms, causing a lead safety switch (lss). Subsequently, the patient underwent a revision procedure and the ra lead was surgically abandoned and a new ra lead was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).